Event description:
It was reported when a patient presented in clinic for follow-up a day after implant procedure. Upon interrogation, loss of capture and poor sensing were noted on the right atrial lead. X-ray revealed atrial lead dislodgement. During a procedure to replace the atrial lead, myocardium in the helix was noted. As such, the lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.